Event description:
Written report received from baxter japan indicates ruptured reservoir of an intermate product. Reporter stated device was filled with a total volume of 275ml of 5fu and the incident occurred during patient use. Reporter states that the solution "stayed in the housing" and the solution did not come in contact with the patient. Per reporter no injury or medical intervention requried.